Event description:
It was reported that a patient with a 23mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 17 years, two (2) months due to aortic regurgitation. The tavr procedure was performed with a 23mm transcatheter valve. There was no allegation by the physician that the disabled surgical valve had prematurely failed.

Manufacturer narrative:
H11. Corrected data: this event was found to be a duplicate of a non-reportable event. Added information to b5 and d4. This file was not reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with an aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to aortic regurgitation. A 23mm transcatheter valve was implanted inside the surgical valve.